Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii xenon light source displaying e103 lamp light up error message. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. During troubleshooting, tac found the main lamp was about 50 hours old only and was on standby. According to the user, the spare lamp indicator light was on when the e103 display on the monitor before. Tac advised the user to press the lamp button and the main lamp turned on immediately. The e103 error code was not displayed and the spare lamp indication was not illuminated any longer. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.